Manufacturer narrative:
Manufacturing site evaluation: samples received:(B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received (B)(4) closed samples. Tested and perform armed resistance test (union thread-needle) it was identified that the results met the requirements the (B)(4) requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the (B)(4) requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered in the u.s. Are. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle detachment.